Manufacturer narrative:
Investigation of the device was not possible, as the device was discarded. The lot number was reported, so device history records were reviewed, with no deviations in the production record noted. Four episodes of presyncope were reported in the clarity pivotal study for the cerene cryotherapy device and are reported in the instructions for use.

Event description:
Prior to treatment with the cerene cryotherapy device, the patient received a paracervical block and experienced ringing in her ears and a racing heart. After 2-2.5 hours of waiting at the physician's facility, the patient and physician decided to proceed with cerene treatment. The procedure was completed succesfully. Following the procedure, the patient was accompanied to the parking lot by her husband, where she lost consciousness. The patient was transferred to the emergency room and accompanied by the physician. The patient was released the same day from the hospital.